Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on (B)(6), 2021. Attorney reporter alleged that in (B)(6) 2019 , insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer chest pain, nausea, vomiting, diabetic ketoacidosis and acute coronary syndrome which required emergency medical treatment for three days. The insulin pump failed to deliver insulin, it was also alleged that the retainer ring and locking mechanism were defective. They also had mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. Customer reported via phone call that the insulin pump had malfunctioned and failed to deliver the appropriate amount of insulin. Customer reported that the under delivery of insulin led to the customer experiencing hyperglycemic event and diabetic ketoacidosis. Customer treated for hyperglycemic event with manual injections. Customer reported that the retainer ring and locking mechanism were defective. Insulin pump will be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (ng2785773h) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.